Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty lcd display. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device's display showed colored vertical lines and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.